Event description:
The catheter was inserted into the intrathecal space at l1-2 threaded through a tuohy needle. Upon attempting to continue to thread the catheter northbound scar tissue was encountered and the catheter was noted to have migrated southwards. Once this was realized, the catheter was attempted to slowly move outwards. At this point the catheter was inadvertently sheared and about 5cm of the catheter was left remaining in the intrathecal space at l4-5.